Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or product defect could have contributed to the patient's diabetic ketoacidosis. She did report that a pod had experienced an occlusion alarm. An occlusion alarm is not a malfunction but a safety feature. Initiation of the alarm is an indication that the device was functioning as intended. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warms "an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by a occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken." It advises "an occlusion is a blockage or interruption in insulin delivery. If the omnipod system detects an occlusion, it sounds a hazard alarm and prompts you to deactivate and change your pod" and "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient reported that she was hospitalized for three days with diabetic ketoacidosis, which was treated with IV fluids and insulin injections. Her blood glucose was 500 mg/dl at admission and she stated that it stayed high until the hospital put her on an IV drip. She had limited information about the history leading up to her hospitalization, but did report that one pod had an occlusion alarm. She also reported the following history, but not its date or relation to the hospitalization. At 9:36 am, pod activated. At 11:12 am, bg 100 mg/dl, ate 44 grams carbohydrate, 2.9 unit bolus, 12:40 pm bg 100 mg/dl, ate 42 grams cho, 2.8 unit bolus, 5:51 pm bg 110 mg/dl, 46 grams cho, 3.05 unit bolus.